Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted within the esophagus of a patient on (B)(6) 2011 during a stent placement procedure. According to the complainant, the indication for the procedure was to treat an esophageal fistula. Although several attempts were made to verify whether the fistula is malignant or benign, a definitive answer could not be obtained. On (B)(6) 2011, during the stent placement procedure, a wallflex esophageal stent was implanted within the patient's esophagus without any issues. The physician noted that the stent was "covered with silicone, 4 inches long, and it was implanted approximately 2 inches distal to the start of the esophagus." Additionally, it was noted that the stent should remain implanted for approximately 10 weeks. Immediately following the procedure, the patient complained of severe chest pain, which was treated with pain medications. Subsequently, the patient started wheezing, and she found it very difficult to drink and eat anything "more than two bites." Reportedly, if the patient ate more than this, she would choke and expel the food. She experienced weight loss. The patient complained to her physician several times, but he advised her that the stent should remain in longer. After some time, her choking became worse and she found it difficult to swallow her own saliva. The patient requested that the stent be removed. On an unknown date, the patient presented to the hospital to have the stent removed by her thoracic surgeon. During the stent removal procedure, the physician attempted to use both a rigid and flexible endoscope, but was unable to advance the endoscope through her esophagus. He noticed that the opening to her esophagus was nearly closed, and decided to abort the procedure. Following the stent removal procedure, the patient was admitted to the hospital and placed on a liquid diet. A gastroenterologist subsequently made an attempt to remove the stent on an unknown date. During the procedure, it was noticed that tissue had grown in and around the stent; therefore, he attempted to cut around the tissue and was able to insert a scope into the patient's esophagus. The physician attempted to pull the suture on the stent in order to withdraw the device from the patient; however, resistance was met and the stent could not be removed safely. The patient was discharged from the hospital. A third attempt was made to remove the stent. The patient was admitted to the hospital on an unknown date, and upon examination it was noticed that the lumen of her esophagus was "the size of a coffee stir straw." The physician worked on removing the stent for up to four hours, and during this time, the stent suture broke. The physician decided to abort the procedure as he did not feel as though the stent could be removed safely. The patient was able to eat for approximately two weeks post procedure before it became difficult again. During this time, the physician researched her options and recommended that the patient undergo surgery to remove the stent and part of her esophagus, to which she agreed. On (B)(6) 2012, the patient underwent surgery to remove the stent. During the procedure, the surgeon was required to remove part of her esophagus to remove the stent. Additionally, her stomach was elongated in order to attach it to the remaining 2 cm of her esophagus. The surgery was over eight hours long, and a thoracotomy on her left side was required to give the physicians access to her chest. Reportedly, the patient had an incision on her neck for access to her esophagus, various drainage tubes in place, and incisions along her midriff for placement of a j-tube so she is able to eat while her esophagus and stomach are healing. The patient was reported to be in stable condition post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. It is important to note that the directions for use (dfu)/product label states that the, "stent is considered to be a permanent device. Once stent placement is permanently achieved, stent removal or repositioning is not recommended."

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted within the esophagus of a patient on (B)(6) 2011, during a stent placement procedure. According to the complainant, the indication for the procedure was to treat an esophageal fistula. Although several attempts were made to verify whether the fistula is malignant or benign, a definitive answer could not be obtained. On (B)(6) 2011, during the stent placement procedure, a wallflex esophageal stent was implanted within the patient's esophagus without any issues. The physician noted that the stent was "covered with silicone, 4 inches long, and it was implanted approximately 2 inches distal to the start of the esophagus." Additionally, it was noted that the stent should remain implanted for approximately 10 weeks. Immediately following the procedure, the patient complained of severe chest pain, which was treated with pain medications. Subsequently, the patient started wheezing, and she found it very difficult to drink and eat anything "more than two bites". Reportedly, if the patient ate more than this, she would choke and expel the food. She experienced weight loss. The patient complained to her physician several times, but he advised her that the stent should remain in longer. After some time, her choking became worse and she found it difficult to swallow her own saliva. The patient requested that the stent be removed. On an unknown date, the patient presented to the hospital to have the stent removed by her thoracic surgeon. During the stent removal procedure, the physician attempted to use both a rigid and flexible endoscope, but was unable to advance the endoscope through her esophagus. He noticed that the opening to her esophagus was nearly closed, and decided to abort the procedure. Following the stent removal procedure, the patient was admitted to the hospital and placed on a liquid diet. A gastroenterologist subsequently made an attempt to remove the stent on an unknown date. During the procedure, it was noticed that tissue had grown in and around the stent; therefore, he attempted to cut around the tissue and was able to insert a scope into the patient's esophagus. The physician attempted to pull the suture on the stent in order to withdraw the device from the patient; however, resistance was met and the stent could not be removed safely. The patient was discharged from the hospital. A third attempt was made to remove the stent. The patient was admitted to the hospital on an unknown date, and upon examination it was noticed that the lumen of her esophagus was "the size of a coffee stir straw". The physician worked on removing the stent for up to four hours, and during this time, the stent suture broke. The physician decided to abort the procedure as he did not feel as though the stent could be removed safely. The patient was able to eat for approximately two weeks post procedure before it became difficult again. During this time, the physician researched her options and recommended that the patient undergo surgery to remove the stent and part of her esophagus, to which she agreed. On (B)(6) 2012, the patient underwent surgery to remove the stent. During the procedure, the surgeon was required to remove part of her esophagus to remove the stent. Additionally, her stomach was elongated in order to attach it to the remaining 2 cm of her esophagus. The surgery was over eight hours long, and a thoracotomy on her left side was required to give the physicians access to her chest. Reportedly, the patient had an incision on her neck for access to her esophagus, various drainage tubes in place, and incisions along her midriff for placement of a j-tube so she is able to eat while her esophagus and stomach are healing. The patient was reported to be in stable condition post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. It is important to note that the directions for use (dfu)/product label states that the, "stent is considered to be a permanent device. Once stent placement is permanently achieved, stent removal or repositioning is not recommended". Additional information received since (B)(6) 2012. The patient did not have cancer. It is important to note that the directions for use (dfu)/product label states that the, "wallflex esophageal partially covered stent system is contraindicated for placement in esophageal strictures caused by benign tumors, as the long term effects of the stent in the esophagus are unknown." Additional information received since (B)(6) 2012. The patient has adult onset, congenital tracheoesophageal fistulas. The indication for this procedure was to treat a leaking, benign, esophageal fistula with no associated stenosis. On (B)(6) 2012, a thoracic surgeon performed the initial stent placement procedure. The stent was implanted in the upper half of her esophagus. According to the patient, "his intention and my understanding was that he would use a fully covered wallflex stent." Three failed attempts to remove the stent were made on (B)(6) 2012. It was reported that, "the stent was imbedded distally and proximally at the flared ends of the stent". On (B)(6) 2012, another surgeon performed a left side thoracotomy, where he cut out the stent along her esophagus. It was noted that a partially covered wallflex esophageal stent was removed. On (B)(6) 2012, it confirmed with the patient that (B)(4) for a wallflex pc esophageal stent was implanted during her stent placement procedure on (B)(6) 2011.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted within the esophagus of a patient on (B)(6) 2011, during a stent placement procedure. According to the complainant, the indication for the procedure was to treat an esophageal fistula. Although several attempts were made to verify whether the fistula is malignant or benign, a definitive answer could not be obtained. On (B)(6) 2011, during the stent placement procedure, a wallflex esophageal stent was implanted within the patient's esophagus without any issues. The physician noted that the stent was "covered with silicone, 4 inches long, and it was implanted approximately 2 inches distal to the start of the esophagus." Additionally, it was noted that the stent should remain implanted for approximately 10 weeks. Immediately following the procedure, the patient complained of severe chest pain, which was treated with pain medications. Subsequently, the patient started wheezing, and she found it very difficult to drink and eat anything "more than two bites." Reportedly, if the patient ate more than this, she would choke and expel the food. She experienced weight loss. The patient complained to her physician several times, but he advised her that the stent should remain in longer. After some time, her choking became worse and she found it difficult to swallow her own saliva. The patient requested that the stent be removed. On an unknown date, the patient presented to the hospital to have the stent removed by her thoracic surgeon. During the stent removal procedure, the physician attempted to use both a rigid and flexible endoscope, but was unable to advance the endoscope through her esophagus. He noticed that the opening to her esophagus was nearly closed, and decided to abort the procedure. Following the stent removal procedure, the patient was admitted to the hospital and placed on a liquid diet. A gastroenterologist subsequently made an attempt to remove the stent on an unknown date. During the procedure, it was noticed that tissue had grown in and around the stent; therefore, he attempted to cut around the tissue and was able to insert a scope into the patient's esophagus. The physician attempted to pull the suture on the stent in order to withdraw the device from the patient; however, resistance was met and the stent could not be removed safely. The patient was discharged from the hospital. A third attempt was made to remove the stent. The patient was admitted to the hospital on an unknown date, and upon examination it was noticed that the lumen of her esophagus was "the size of a coffee stir straw." The physician worked on removing the stent for up to four hours, and during this time, the stent suture broke. The physician decided to abort the procedure as he did not feel as though the stent could be removed safely. The patient was able to eat for approximately two weeks post procedure before it became difficult again. During this time, the physician researched her options and recommended that the patient undergo surgery to remove the stent and part of her esophagus, to which she agreed. On (B)(6) 2012, the patient underwent surgery to remove the stent. During the procedure, the surgeon was required to remove part of her esophagus to remove the stent. Additionally, her stomach was elongated in order to attach it to the remaining 2 cm of her esophagus. The surgery was over eight hours long, and a thoracotomy on her left side was required to give the physicians access to her chest. Reportedly, the patient had an incision on her neck for access to her esophagus, various drainage tubes in place, and incisions along her midriff for placement of a j-tube so she is able to eat while her esophagus and stomach are healing. The patient was reported to be in stable condition post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. It is important to note that the directions for use (dfu)/product label states that the, "stent is considered to be a permanent device. Once stent placement is permanently achieved, stent removal or repositioning is not recommended." Additional information received since (B)(6) 2012. The patient did not have cancer. It is important to note that the directions for use (dfu)/product label states that the, "wallflex esophageal partially covered stent system is contraindicated for placement in esophageal strictures caused by benign tumors, as the long term effects of the stent in the esophagus are unknown."

Manufacturer narrative:
Although the exact upn could not be provided; the patient stated that she "believes the stent was a wallflex partially covered esophageal stent."

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4): surgery/removal of esophagus. Stent difficult to remove. Stent blocked/occluded. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.